Event description:
Customer's wife reported the advantage system gave a blood glucose result of 78 mg/dl at a time when he was unresponsive, symptomatic of hypoglycemia. Wife did not treat based on the advantage result; wife called emt's. Emt meter result 30 minutes later was 31 mg/dl, customer treated with IV, transported to hospital. Further treatment was not specified. A request was made for the return of the system and a replacement was sent.